Manufacturer narrative:
Product analysis: the balloon folds were opened, and blood was visible in the balloon and inflation lumen indicating the presence of a leak. Negative prep did not detect the presence of a leak. Upon pressurisation of the device, a leak was observed and the balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon distal cone. The balloon material was jagged and uneven at the tear site. A lead in scratch was evident proximal to the tear site. (B)(4). Please note that this device driver sprint is not marketed in the united states; however, it is similar to the united states marketed device driver. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use a driver sprint device. During the procedure, inflation difficulties were encountered during balloon inflation. It was reported the balloon burst follow first inflation when inflated to 6 atm during stent deployment. Deflation issues also experienced. It was reported that stent was implanted and dilated with a another balloon. Patient is okay.